Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator showed no lights, and the communicator power cord was emitting sparks. A boston scientific company representative advised not to continue troubleshooting due to sparking of the communicator power cord. The company representative advised to replace the communicator power cord. No adverse patient effects were reported. The communicator remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that the allegation against the communicator was confirmed. The returned communicator output voltage was out of specification. There was no measurable evidence of electrical overstress in the communicator modem circuitry. The communicator plastic case was removed, and a burnt smoky smell was observed. The communicator behavior was consistent with a high-power electrical overstress event that was attributed to the environment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator showed no lights, and the communicator power cord was emitting sparks. A boston scientific company representative advised not to continue troubleshooting due to sparking of the communicator power cord. The company representative advised to replace the communicator power cord. No adverse patient effects were reported. The communicator remains in service.